Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported "intracapsular rupture and capsular contracture baker grade ii-iii and cysts". Diagnosed via ultrasound, mammography, magnetic resonance imaging. This record is for the right side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ cyst: unable to observe. ¿ capsular contracture: unable to observe. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture and capsular contracture baker grade ii-iii and cysts". Diagnosed via ultrasound, mammography, magnetic resonance imaging. This record is for the right side. Device was explanted and replaced with non-abbvie.